Event description:
During removal of a vertebral cement needle, a portion broke off in the patient's pedicle. A portion of the needle was left embedded within the bone. As such, an MDR is being filed to document this event.

Manufacturer narrative:
Patient was reported to have hard bone, which made it difficult to both insert and remove the needle. Based on the event as reported, it appeared that the breakage of the needle was related to the application of a typical force on the device.